Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted. Post implant the patient had complete atrioventricular block after the temporally pacing was removed. Permanent pacemaker implant is scheduled, however has not yet occurred. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined.

Event description:
N/a.